Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic hysterectomy event description: during the procedure, the doctor pulled the trocar out of the abdomen to insert the morcellator and sow that a peace of the sleeve was missing at the distal part. The surgeon could retrieve the parts out of the abdomen. Type of intervention: the surgeon could retrieve the parts out of the abdomen. Patient status: unknown.

Event description:
Procedure performed: laparoscopic hysterectomy event description: during the procedure, the doctor pulled the trocar out of the abdomen to insert the morcellator and saw that a piece of the sleeve was missing at the distal part. The surgeon could retrieve the parts out of the abdomen. Type of intervention: the surgeon could retrieve the parts out of the abdomen. Patient status: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. Based on the condition of the returned unit, it is possible that the reported event was due to the cannula tip coming in contact with an object or instrument. It is also possible excess force was exerted on the cannula tip or the cannula was more susceptible to fracture. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.